Event description:
It was observed during central processing that the prograsp forceps instrument had a broken wire. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found one grip close cable frayed at the force amp pulley. Frayed strands were observed to be sticking out at the instrument's wrist. The other cables of the instrument's wrist did not exhibit any damage. Engineering evaluation also found a damaged pulley. The force amp pulley was found to have a small gouge on one edge. The damaged edge was adjacent to where cable fray initiated. Engineering evaluation concluded that the pulley damage was likely due to mishandling/misuse and likely contributed to cable fraying. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, isi contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The initial reporter indicated that nothing fell into a patient and there was no patient harm. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.